Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (resets) was duplicated. Upon investigation the battery charger was resetting. The cause for failure was isolated to an internally shorted q202. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged charger.